Event description:
It was reported that the patient presented for a scheduled device replacement procedure. After the procedure, it was noted that the newly placed implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. The patient was in stable condition.